Event description:
It was reported that the autoclavable camera head had a leak at the hook-up. There were no reports of patient involvement.

Manufacturer narrative:
It was reported that the autoclavable camera head had a leak at the hook-up. There were no reports of patient harm or involvement.